Event description:
It was reported the interrogated battery voltage was 2.07v. Battery voltages had also measured 2.0 and 2.5v. The nightly measured battery voltage measurements from device performance data showed the lowest measurement seen in the past 2 weeks was 2.86v and measurement on (B) (6) 2010 was 2.92v. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Event assessment has determined that report of potential malfunction may result in unnecessary explant.